Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A technical support specialist (tss) dialed into the station, confirmed it was on the windows login screen, logged in as carefusion application, and verified that medication application launched successfully. The customer was notified, and permission was obtained to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station stuck on admin login screen. However, there were no delay to patient care and adverse events or injuries reported based on this incident.